Event description:
It was reported that during a lap roux-en-y procedure, when stapling to form the gastric pouch, the instrument misfired. It was the sixth firing. When the instrument was fired, the blade did come out and no tissue was cut. Only half of the staples were fired. There was no patient consequence.